Event description:
It was reported that the jetstream catheter became stuck on the guidewire. A 2.4 mm jetstream xc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment for femoral artery stenosis. The lesion was 90% stenosed with severe calcification. The jetstream catheter was advanced along a non-boston scientific guidewire (noted that the lumen was smaller than recommended for jetstream) using ipsilateral approach. After the treatment was complete, the jetstream became stuck during the attempt to remove the device from the guidewire. The surgeon had to remove the whole system together, and after removal it was found that that the shaft of the guidewire was deformed. The procedure was completed with an alternate device without sequelae.